Event description:
It was reported that a defect was detected in the intraocular lens (iol) after implantation. The iol was removed and replaced with a new lens during the same procedure without further complications. Through follow-up we learned that the defect was a spot in the center of the lens, which resulted in the decision to replace it with another lens. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 17-sep-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found partially advanced with the cartridge tip observed to be damaged in a way that may have occurred during shipping. Viscoelastic residue was distributed through the entire length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected, and no issues were identified. The lens was removed from the handpiece barrel and presented cut with tape adhesive stuck to the optic body. The lens was cleaned, and adhesive remained on the optic body. Damage could be observed adjacent to the terminal end of the cut. No further evaluation was performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.